Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the collimators were loosened so they could move. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the collimation initialization failed at boot. The site was instructed on how to free the stuck collimators. Once the site loosened the collimators and they became free to move again the issue resolved. No patient was present at the time of the event.